Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image flickered when the control knobs were rotated. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the video graphics failure was due to image flickering when the control knobs were rotated. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a video graphics failure. The event occurred during reprocessing. There was no patient involvement.